Event description:
Information was received from multiple sources (manufacturer representative, healthcare provider) regarding a patient who was receiving bupivacaine (25 mg/ml at 5 mg/day) via an implantable pump. It was reported that the patient's system hadn't been working as well as it did previously. It was unknown if external factors were involved. At the patient's end of life pump replacement, the healthcare provider attempted to aspirated the catheter with no success. They replaced the catheter with an 8780 and the issue was resolved.

Manufacturer narrative:
B3: event date is not known. Please see b5 for approximate date range, if applicable. Section d references the main component of the system. Other medical products in use during the event include: product ID 8596sc (serial: (B)(6)); product type: 0184-catheter; implant date (B)(6) 2012 brand name indura; product ID 8709sc (lot: h811194907); product type: 0184-catheter; implant date (B)(6) 2012. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.